Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of puffy and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: intended use/indications juvéderm vollure¿ xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds) in adults over the age of 21. Precautions ¿ the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds have not been established in controlled clinical studies. Adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment: possible injection site responses post injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Patient reported they were injected with one syringe of juvéderm® ultra plus in the tear troughs as well as one syringe of juvéderm vollure¿ xc under right eye. Within one week after injection patient's eyes developed "swelling and puffiness." Patient presented to the office nine days later and was treated with hyaluronidase. Patient had a 2nd treatment of hyaluronidase a week later. Symptoms are ongoing. Patient also mentioned they believe the juvéderm® used was "off label." This is the same event and the same patient reported under MDR ID# 3005113652-2017-01646 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.